Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies or cleared the alarm and resumed insulin delivery. There was no reported adverse impact to the customer blood glucose.